Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including bench handling, defibrillation cycling, and impedance testing without duplicating the report. The device was returned to manufacturing for further processing. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.